Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: 26 oct 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges swelling, drainage, large hematoma,yellow skin color, grinding and a cane for walking. After review of medical records for the MDR reportability, patient was revised to address failed right total hip arthroplasty due to metallosis, severe pain, dysfunction and failed recall stem implant. Revision notes reported of increased pain, dysfunction, peritrochanteric soft tissue mass and elevated metal lie. It was also indicated that there was an extensive scar tissue and changes in the soft tissues in the peritrochanteric tissues. It was also stated that there was a large grey metalosis, metal corrosion, extra bone in anterior-inferior recess and malpositioned liner. Added product and lot numbers for head and liner. Stem and cup was also added due to allege metal ions. This complaint was updated on oct 31, 2017.

Event description:
Update: 26 oct 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges swelling, drainage, large hematoma,yellow skin color, grinding and a cane for walking. After review of medical records for the MDR reportability, patient was revised to address failed right total hip arthroplasty due to metallosis, severe pain, dysfunction and failed recall stem implant. Revision notes reported of increased pain, dysfunction, peritrochanteric soft tissue mass and elevated metal lie. It was also indicated that there was an extensive scar tissue and changes in the soft tissues in the peritrochanteric tissues. It was also stated that there was a large grey metallosis, metal corrosion, extra bone in anterior-inferior recess and malpositioned liner. Added product and lot numbers for head and liner. Stem and cup was also added due to allege metal ions. This complaint was updated on oct 31, 2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.